Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device did not pass at the proximal occlusion test. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that channel a of the device did not detect a proximal occlusion when the proximal tubing was clamped. The probable cause was contamination on the pressure sensor pin from correctly contacting the administration set cassette diaphragm. The pressure pin contacts the cassette diaphragm at the inlet chamber. The pressure pin moves with the chamber wall. A resistive strain gauge connected the pin deflects and changes its electrical output proportional to the applied pressure. Since the pressure pin was stationary , it did not move with the chamber wall and did not detect correct pressure changes in the proximal tubing and alarm for proximal occlusion. The contamination is caused by use of the device in the customer environment. This report represents all the info known by the reporter upon query by hospira personnel.